Event description:
It was reported that the patient had an inappropriate shock due to oversensing via a reduction in the intrinsic amplitude. Technical services discussed some programming options. The patient has returned for a follow-up and the clinic will check the device. There were no additional adverse patient effects. The system remains implanted.